Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the bolus delivery allegation. Based on the log review, the bolus delivery issue was not verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates and glucagon. Reportedly, the customer became unconscious which resulted in broken leg. Reportedly, the customer went to the hospital where broken leg was treated. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.